Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The device was evaluated upon receipt. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water temperature was high. Per review of wo on 10dec2025, there was no patient involvement. Per sample evaluation results received via task on 06jan2026, it was reported that the temperature in cable nellcor was damaged.

Event description:
It was reported that the arctic sun device water temperature was high. Per review of wo on 10dec2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.